Event description:
While preparing to take insulin injection consumer heard a sound and thought they saw some fluid passing into the vial. To be sure tried it again and actually saw a tiny jet of something going into the vial. Consumer destroyed the syringe and disposed of it in the trash which includes several other syringes. Consumer has a plastic bag with the broken syringes in it. The bag is marked bd ultra fine ii, short needle. Consumer has another bag of needles that is saving for FDA to pick up if necessary. This is the second complaint co received conerning bd syringes.